Event description:
The issues involves display functionality within the cerner fetalink software solution and occurs sporadically when the application is in live view. The fetal heart rate waveform displayed within the application's live view sporadically stops displaying data to the user. Data is not actually lost and alarms for high and low out of range values continue to sound. The patient's vital signs, such as heart rate, continue to be displayed. Additionally, the actual physical monitors that cerner fetalik supplements are not affected by this issue and will continue to provide ongoing patient data, including the fetal heart rate and corresponding paper strip, if utilized. The user can retrieve the display of the fetal heart rate waveform within cerner fetalink by logging out of the application and logging back in. Not all cerner fetalink client sites are affected by this issue and not all users or patients at affected client sites experience this issue; it happens sporadically. Cerner has not received any reports to date of patient injury or death in relation to this issue. Although clinicians will be evaluating monitored patients' data at regular intervals and would be aware that the fetal heart rate waveform is missing, periodic changes to the fetal heart rate tracing that signal a change in patient condition, but do not trigger alerting, as well as trends over time, could potentially be missed by users as a result of this issue. Care could potentially be delayed while the clinician re-launches the application in order to retrieve the waveform display. Cerner is working closely with client sites affected by this issue and has provided a diagnostic package to aid in further troubleshooting.

Manufacturer narrative:
Until a software modification is available to address this issue, cerner will publish a priority review flash to alert other clients to the issue and provide the currently available workarounds that can be used to retrieve the fetal heart rate waveform display. Cerner corporation will provide a follow-up report when the software modification is available.